Manufacturer narrative:
Investigation summary: troubleshooting and datalogger analysis of the analyzer prior to the event showed that it was operating acceptably. An ocd fe visited the site to recover the datalogger files, but the files were not present on the analyzer. All other investigation showed the assay controls to be acceptable and the instrument performed as expected. The root cause of this event is unknown.

Event description:
The customer observed a potential false positive total b-hcg result on one patient sample. Upon retest, negative results were obtained. A false positive total b-hcg result may lead to inappropriate physician action. There was no report of patient treatment or harm as a result of this event.